Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2011 and mesh was used. The patient has experienced chronic pain since the surgery. On post operative day four, the patient stated that he felt a popping sensation. The patient has experienced pain, decreased flexibility, and difficulty walking. He has had pain management therapy, occupational therapy, physical therapy, active release therapy, myofascial release therapy, and grafton to reduce scarring. The patient reports that the surgeon recommends surgery to correct the reported event. Additional information has been requested.

Manufacturer narrative:
(B)(4). Since the initial procedure the patient developed a small inguinal hernia on the left side and a large femoral hernia on the right side. It was reported that the patient continued to see pain specialists in (B)(6) 2013. The mesh was removed in (B)(6) 2013 and the hernias were repaired. After the procedure, the pain and tightness were immediately reduced and walking speed improved. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the popping sensation was on (B)(4) 2011. The patient reports that a lipoma was removed during the initial procedure. Currently, patient is having physical therapy and myofascial release approach. The patient can't walk normally, due to tightness across the groin. Patient is currently taking zofran daily since the initial surgery.

Manufacturer narrative:
It is reported that the patient has followed up with the surgeon on several occasions. Surgeon sent patient to pain clinic in (B)(6) 2011. The patient had nerve block (B)(6) 2011. Referred to allergy clinic on (B)(6) 2012 and seen there on (B)(6) 2012. Allergy clinic did patch testing for nickel and titanium as those metals represented products used during case. Patch tests came back negative. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.